Event description:
It was reported that the biopsy needle appeared to be longer than the labeled length of 10cm. There was no pt injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.